Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Visual inspection showed the flexcath shaft was intact with no apparent issues. The reported issue has been confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
After removing the dilator from the sheath with only the guide wire inserted, air was aspirated through the valve of the sheath. The sheath was replaced and procedure finished without further problems. There was no patient injury.